Event description:
It was reported that during a laparoscopic colon procedure, when deploying the last clip, the applier locked on vessel and would not open. They were able to work the device until it eventually opened. There was no damage to the vessel. Since it was the last clip, there was no need for a new device. There was no patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.